Event description:
Information received indicates the bed moved into the chair position unintentionally.

Manufacturer narrative:
The facilities biomed found the right side rail switch label was scratched and damaged. The biomed replaced the right side rail ucm board to repair the bed.